Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that for the last 3 weeks they were not getting relief and the setting was not working right. Pt stated that they used to have the intensity set up at 3.2 but wasn't doing any good so they tried to increase to 4.5 and still doesn't seem to be working a whole lot. Pt mentioned that back when they had stimulation to a lower setting 3.2, "it" would eat up the battery in about 3 days and at 4.5 "it" was only using 10% of the battery each day. Pt mentioned that the device wasn't working anywhere near how it was for the past 11 months. Agent asked, pt mentioned they already tried changing groups but still not working. Agent reviewed the role of manufacturer representative (rep) and redirected to rep and hcp to further address the issue. Pt mentioned they moved for winter and requested to meet with a rep in new state. Pt also requested to send them a physician listing using their new address. Agent emailed registration to update the address and sent notification to reps in the field. A rep responded they would reach out to the pt.